Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 4.4 mmol/l at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.